Event description:
It was reported that during an esophagectomy procedure, at the moment of stapling, it was not possible fix the tissue into the jaw of the stapler, so it did not guarantee a perfect stapling. It is unknown how the case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Nicked knife. The following information was requested, but unavailable: please explain what is meant by, ¿it was not possible fix the tissue into the jaw of the stapler, so it did not guarantee a perfect stapling.¿ was the device able to be fired? If firing was completed what was the appearance of the staple line? What was the appearance of the staples? Were there any cutting issues? On which firing did the event occur? What color reload was selected? How was the case completed? The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The batch record was reviewed and no anomalies were noted during the manufacturing process.